Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed a kink in the hypotube shaft proximal to the guide wire exit notch. The distal end of the hypotube was separated and the separated edges were jagged. There was a tear in the outer jacket at the same location as the kink. A new indeflator filled with water was used to pressurize the balloon to 10 atmospheres and fluid leaked from the kink and tear in the hypotube shaft. The balloon did not inflate, thus confirming the complaint. It should be noted that the xience prime instructions for use (IFU) states: prior to using the xience prime everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. It appears that the IFU deviation likely contributed to the reported difficulties. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.

Event description:
It was reported that the lesion was located in the left anterior descending artery (lad). The physician observed a small kink at the junction between the hypotube and the catheter of the xience prime device but was still able to advance the stent delivery system (sds) in the guiding catheter. During the inflation to deploy the stent at the target lesion, nominal pressure could not be totally reached. The stent was only able to be partially deployed at the target lesion and another balloon was used to completely deploy the stent. During inspection, after removal of the xience prime sds a leak at the kinked area was noted. The patient experienced an air embolism, likely due to air bubbles coming from the contrast media syringe and/or the leakage of the sds. No treatment was given for the air embolism. The patient was hospitalized for 15 days in the cardiology intensive care unit, but this was not directly due to the air embolism. The patient was discharged and the patient condition is reported to be very good. No additional information was provided.

Manufacturer narrative:
(B)(4): use after damage. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.